Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a probable cause could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Event 2 of 3: this report is linked to the following patient identifiers: (B)(6) (clv-190/ evis exera iii xenon light source), and (B)(6) (gif-h190/ evis exera iii gastrointenstinal videoscope). The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the evis exera iii xenon light source displayed a b30 communication error when it was plugged in with a scope. There was no report of patient harm.